Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00192. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a pelvis congestion using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, while attempting to advance a lantern through a non-penumbra 5f diagnostic catheter, the physician experienced resistance and subsequently, the lantern became stuck. Therefore, the physician removed the lantern and swapped out the diagnostic catheter for another non-penumbra 5f diagnostic catheter. The physician then advanced a non-penumbra microcatheter through the diagnostic catheter and attempted to advance a new ruby coil through the microcatheter. While attempting to advance the ruby coil through the microcatheter, the physician did not mention feeling any resistance but subsequently kinked the ruby coil pusher assembly. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils, pod coils, pod packing coils and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.